Event description:
The vasoview hemopro 2 vessel harvester malfunctioned during a CABG (coronary artery bypass grafting) procedure. It was "smoking" and staying in active mode at all times. Replaced with new vasoview.